Event description:
For procedure laparoscopic total hysterectomy. During cuff closure, endo stitch needle broke off from endo stitch device. X-ray done. Broken needle found in suction container. X-ray done of patient after needle removed to confirm it was no longer there.